Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, no image on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported no image with 180 scopes and tried different pigtail and it worked on different tower. Tac instructed the customer to send the unit in for repair if the customer is not getting a image. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the patient board was defective and the current software version 3.01 is out of date and needs to be updated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.